Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that leakage of cuff was found when the tube was placed in patient. A non-routine replacement of the tube was required.